Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was sleeping, the tubing came out at the quick release. The site location was at the right side of his belly button. The infusion had been in use for two days. Reportedly, the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing while the patient was sleeping and the pump was not dropped with the set connected to the patient's body. No further information available.